Event description:
Pump reported a cartridge change error. There was no adverse impact to the customer's blood glucose level. Customer was instructed to inspect cartridge o-ring and pneumatic tap area, clean the area, and follow on-screen instructions, but initially could not load cartridge onto pump. With the help of technical support, customer filled and loaded a new cartridge successfully, completing the load process to resume insulin delivery.